Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported delay in receiving a downstream occlusion alarm which was unable to be confirmed during evaluation. The cause was determined to be the force sensor calibration was out of specification. The force sensor was calibrated to correct this condition. The roller clamp was reportedly partially clamped during the therapy, which led to a delayed downstream occlusion alarm. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Observing the drip chamber to verify that there is no flow from the fluid container when the pump is stopped. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Ensuring correct patient, correct route and correct drug. Ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. Monitoring vital signs and IV access sites per facility¿s standard practice of care. Monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a delayed downstream occlusion alarm during infusion of dobutamine (dose, programmed amount and delivery rate unknown). The infusion was running on the patient for approximately 8 hours, the patient vital signs were reported to have never stabilized. The user discovered the device was running at less than 5 ml/hr. It was reported that the unstable vital signs were not life-threatening, and the patient recovered when dobutamine was continued on another pump. The unstable vital signs were considered to be a combination of the patient's presenting health condition as well as due to the delayed delivery of dobutamine. The reporter tried to replicate the reported device malfunction and concluded that generation of downstream occlusion alarm was delayed when the clamp was partially closed. The pump was tested by the customer biomedical services and found at the medium setting, tested as a primary infusion the device running at 19.2 ml/hr. Took 1 minute to alarm downstream occlusion and running at 14.4 ml/hr. It took 3 minutes to alarm, running at 9.6 ml/hr. 1 hour 15 minutes to alarm. The customer also tested the device with the roller clamp only 1/2 to 3/4 closed and replicated the delayed alarm. No additional information is available.